Event description:
Protective shield fell. After talking to siemens medical, it was determined that over a period of time the arm was struck several times by the siemens' c-arm. Causing damage to the arm which finally caused it to break.